Event description:
During right tibia hardware removal the winquist extractor broke about (1cm) inside the tibial nail. Unable to remove. Operative role indicates multiple attempts backslapping the nail resulted in breakage of the extractor flush with the nail, therefore is not possible to remove the nail or extractor. The decision was made to leave the nail as well as the broken piece in place as it is thought to not be symptomatic. The patient was monitored overnight & given intravenous antibiotics, discharged home on post-op day one. The broken instrument was discarded after the procedure. No instrument identifiers known. FDA safety report ID# (B)(4).